Event description:
A sample from the abbott laboratories specimen bank was tested in-house at abbott laboratories as part of a correlation study. Prism hiv-o testing was reactive and hiv-1/2 eia testing was negative. Hiv-2 western blot testing was positive.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.